Event description:
The dr claims that the hemashield leaked an unk [not attainable] amount of blood from its walls and bifurcation area. The bleeding was controlled by ten minutes of hand-pressure. The graft was left in. The pt is doing well.